Manufacturer narrative:
The unit was received at the international service center. Unit was disassembled, functionally tested, and run in test, and then the reported complaint was not duplicated. The unit operated properly. Inspection was performed. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test and software version check (ver.2.10). Unit was checked overall, run in tests, no abnormality was confirmed. No parts were replaced, since the unit was found to operate within specifications.

Event description:
The international customer reported the manipulation of touch panel was unable to work. When an attempt was made to use the device in the hospital, it was found that the touch panel did not function. V60 vent was replaced with same model. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.